Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable drug infusion device. The drug being delivered was fentanyl with an unknown dose and concentration. The reason for use was spinal pain. It was reported that the pump was ¿tilted.¿ the patient states the pump is implanted at an angle in the groin area and is tilted. It was reported that the issue occurred on (B)(6) 2014. They have to push it down in order to be able to fill the pump. The 1st pump had a pouch, and the 2nd pump used the same pouch, and on this pump they didn¿t use a pouch. The patient also noted that the pump has been a ¿big help.¿ the 1st and 2nd pump were replaced due to normal battery depletion. There were no further complications reported/anticipated.